Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient's ipg had become damaged during an unrelated surgery. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.